Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed multiple no delivery alarms. Insulin pump alarmed a motor error alarm during prime. Customer's blood glucose was 130 mg/dl. During troubleshooting, customer reported the insulin exited during manual prime. Customer was advised the device was working as designed. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.